Manufacturer narrative:
Batch review performed on 14 december 2018. Lot 134613: (B)(4) items manufactured and released on 12 november 2013 . Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on december 07, 2018: hip revision surgery occurred 3,5 years after primary cementless total hip arthroplasty in a (B)(6) woman. The stem is surrounded by radiotransparent regions that can be probably due to osteolytic or other type of bone reactions. The reason of this event cannot be determined. Visual inspection performed by medical affairs manager on december 13, 2018: in the visual inspection the stem appeared without any remain of coating, which was totally absorbed, and with some bone tissue and blood still present, especially in the macrostructures. From the received piece it was not possible to determine the root cause of the event.

Event description:
Revision surgery performed due to stem loosening (right side). The stem was removed and replaced with a competitor stem.